Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: a visual inspection of the device revealed that the catheter and the balloon of the device had no damages. Microscopic inspection revealed a pinhole on the balloon. Functional testing of the device was able to inflate the balloon without problem; however, the balloon did not hold pressure due to the pinhole in the proximal section on the body of the balloon. Dimensional examination of the outer diameter (od) of the ro markers was performed and was measured in two sections; distal and proximal. The two sections were within specification. This problem could occur due to interaction of the device and scope while the catheter's advancement in higher elevator angles, and the device's design could be the contributor factor that could have influence in the damage found in the balloon. Therefore, the most probable root cause is cause traced to device design because the problems are traced to the design specifications. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the balloons were attempted to be inflated; however, it was noticed that all three balloons were unable to have pressure as they were leaking. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon a pinhole; therefore, this is now an MDR reportable event.